Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving morphine [400 mg/ml] at a dose of 40 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that during the new pump implant the hcp wanted to go up to t2-t3 with the catheter tip so instead of utilizing just the one-piece catheter kit, they utilized the distal section of the one-piece catheter kit and a pump segment revision kit. It was related that the piece of the collet totally came off in the mid axillary and the hcp could not pull it back so the broken collet was left in that area of the body and buried. The hcp was confident it was secured, would not come off, and they confirmed catheter patency by aspirating 2-3 cc once the catheter was connected to the pump. The hcp ordered a 4 mcg bolus added to the prime of the system. No medical symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-dec-28. It was reported that the collet that broke/came off was from the pump segment revision kit. It was noted that as the surgeon was pushing at both ends to snap on the collet, one of the slide locking pieces broke off the housing. They were not sure of the patient¿s weight at the time of the event. It was indicated that the information provided had been confirmed with the physician/account. No further complications were reported or anticipated.